Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 148 mg/dl. The customer reported to have been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer was to change out the pump supplies and use humalog.